Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was described as (B)(6). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the suture broke before deployment and hemostasis was achieved by an unspecified method. There were no adverse patient effects reported. Though requested, no additional information was provided.